Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with damaged lens. Event history log review was performed and found evidence of reported problem. Visual inspection, sensor test, and motor testing were performed. The customer's reported problem was confirmed. According to the investigation, foreign substance was found gumming up the pump gears and this was cause from the production process. Service's replaced the pump hub and flat gears to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received that a smiths medical ambulatory infusion cadd solis vip pump had an out of box failure; error 41622 occurred. No adverse effects were reported.